Event description:
It was reported that during the implant procedure, the physician could not insert the screwdriver properly into the head of the setscrew of the cardiac resynchronization therapy defibrillator (crt-d) atrial port. It was noted the right ventricular lead, in addition the atrial lead, were difficult to insert and exhibited resistance/friction to push into the header. The physician then unscrewed the atrial setscrew by a half turn and took off the screwdriver to insert the lead; then, in an attempt to fasten the lead, the physician could not get the screwdriver to find the screwhead again. The crt-d was not implanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The analyst indicated the returned device had a damaged grommet, a loose/detached set screw, a set screw with a rounded socket.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.